Event description:
It was reported during testing that the core impaction drill continued to run when the trigger was no longer activated. There was no patient involvement or adverse consequence associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection, corrosion was found to be built up throughout the inside of the handpiece.